Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose levels. The customer stated, the tubing on the infusion set had cracked, but she did not have another infusion set to replace it with. Nothing further was reported.